Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The device implant was not available as it remains within the patient. The delivery pusher exhibits extreme damage to the lead wires as they are separated, kinked and knotted in a mass. The electrical resistance could not be tested due to the damage of the delivery pusher. The resistance is open as the pusher has a break in the electrical circuitry. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to the damage to the delivery pusher. The damage and break in the circuitry prevented the device from detaching. We cannot determine cause of the damage. The microcatheter used with this device was not returned for evaluation. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During treatment of an aneurysm, the coil was deployed and did not detach. However, upon manipulation, the coil stretched and detached. Approximately 10 mm of the coil was outside the aneurysm. An attempt was made to reposition the coil unsuccessfully. Following the procedure, the patient was reported to have mild stroke symptoms. The patient discharged on (B)(6) 2013. No harm was reported.